Manufacturer narrative:
Investigation included customer interview, device log/alert verification, and troubleshooting with device restart and sensor reconnection. Investigation of this case revealed transient software and algorithm data handling errors that cleared after restart, with no reproducible fault after reconnection. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as expected after restart and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet user wearing a libre 3 plus received multiple device alerts on the ilet, specifically software runtime, state, and algorithm data parity errors, and the user experienced elevated glucose consistent with hyperglycemia; the user restarted the ilet and the alerts did not persist, and support assisted with reconnecting the libre 3 plus via the ilet mobile app. Symptoms included frequent urination and dry mouth. Outcomes included no hospitalization and resolution of alerts after restart with restoration of sensor connectivity.